Event description:
A baxter product surveillance specialist received phone call from the home patient's (hp's) nurse. Per the hp's nurse, the home patient notiifed his pd nurse on 07/20/2006 that his minicap's were falling off in the shower. The problem has not occurred since 07/20/2006. There are no samples available for evaluation. No patient injury / medical intervention associated with this incident.

Manufacturer narrative:
Renal product surveillance, quality engineering, along with plant manufacturing, will contiue to monitor this product line.